Manufacturer narrative:
Updated fields; b4, g1, g2, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: the fse noted that nothing unusual was identified in the iabp log files. The fse replaced the batteries then completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.